Event description:
The manufacturer received information alleging a ventilator was alarming. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, error codes related to the oxygen blending module board were observed. The device's oxygen blending module board was replaced to address the issues.